Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by fever and abdominal pain. The cause of peritonitis was unknown. A day after symptom onset, the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient was recovered from peritonitis and discharged from the hospital 8 days after symptom onset. Pd therapy was ongoing. No additional information is available.